Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for malignant pain. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). Pump status and/or event logs reported "motor stall occurred; motor stall (active); multiple motor stalls <(>&<)> recoveries." The pump stalled (B)(6) 2017 at 11:46 and recovered (B)(6) 2017 at 15:59; (B)(6) 2017 at 19:31 stall, (B)(6) 2018 at 2:56 recovery; (B)(6) 2018 at 11:54 stall, (B)(6) 2018 at 13:00 recovery; (B)(6) 2018 at 16:49 stall; (B)(6) 2018 stall with no recovery. Technical services confirmed there were no emi (electromagnetic interference)/magnetic sources present. The patient had severe pain and was hospitalized as a result. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) and manufacturing representative (rep). The pump was replaced on (B)(6) 2018, and returned to the manufacturer for analysis on (B)(6) 2018. It was indicated the patient was not in a clinical study, the device was used with/in the patient for treatment, and there was no patient death or patient injury. It was indicated the patient recovered without sequela following the replacement of the pump. No rotor or dye studies had been performed. Per the device interrogation log, the device had been examined on (B)(6) 2018, with the last change occurring on (B)(6) 2018. The pump had been programmed to deliver 1 ,400.0 mcg/ml of fentanyl at 67.2 mcg/day, and 40.0 mg/ml of bupivacaine at 1.920 mg/day. Per the interrogation log, a motor stall recovery occurred on (B)(6) 2018, and a subsequent motor stall occurred on (B)(6) 2018.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient was having the pump replaced on (B)(6) 2018. No further complications were reported.